Manufacturer narrative:
Additional information. B2-required intervention to prevent permanent impairment/damage (devices) b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced early lens opacity. The lens was explanted and the problem was resolved. D6b- (B)(4) 2025. Claim# (B)(4).

Manufacturer narrative:
Cataract, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced early lens opacity. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.